Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot#: va16fge, implanted: (B)(6) 2016, explanted: (B)(6) 2020, product type: lead. Product ID : 3389s-40, lot#: va16fge, implanted: (B)(6) 2016, explanted: (B)(6) 2020, product type: lead. Product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2020, product type: extension. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), ubd: 01-feb-2019, UDI#: (B)(4). Product ID: 3389s-40, serial/lot #: (B)(4), ubd: 01-feb-2019, UDI#: (B)(4). Product ID: 3708660, serial/lot #: (B)(4), ubd: 12-may-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturing representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was not getting maximal efficacy. Patient wanted to explant the system and then re-implant with a different manufacturer. Multiple programming attempts were done. The issue was resolved after explant.